Event description:
Hill-rom was contacted by the medical examiner who stated there had been a pt entrapment resulting in the pt's death. According to the examiner the pt tried to leave the bed and became entrapped between the siderails and the mattress.